Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that giving error message, can't reach target flow. The system was in clinical use; there was no reported harm to patient/user. The device was removed from service. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was observed that for set flow of 80slpm, analyzer only showed 10 slpm. However, the customer performed test 7 and unit passed flow accuracy test. The repair is to be completed with implementation of field correction order (fco). Rse created onsite for fco implementation.